Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented remotely through merlin.net transmission, non-sustained rv oversensing due to post-paced t-wave oversensing was observed on stored egm. There were only five episodes. No programming changes were made and the patient will continue to be monitored. Patient's condition was stable during follow-up.